Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2012; d314drg implantable cardioverter defibrillator (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient felt a shock sensation when right ventricular (rv) safety pacing occurred due to atrial undersensing. It was also noted that the patient experienced nerve stimulation from the rv lead not at the pocket or phrenic nerve. Patient felt rv pacing at or above safety margin. Far field r-waves (ffrw) were triggering both managed ventricular pacing (mvp) safety pacing and atrial undersense safety pacing. The mode on the device was changed to ddd with a long p-r interval and the safety pacing was turned off. The leads remain in use. No further patient complications have been reported as a result of this event.